Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was working as designed and passed a fully system checkout. Software was functioning as designed. Reviewed the exams and found that while the merge lined up fairly close, there were some inaccuracies in the merge. This can be caused by several different factors. Recommend the site that the scans try to keep the patient position as similar as possible and attempt to include similar anatomical field of views in each scan (if the neck is not needed for clinical purposes, it should not be in the scan). If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that the site was complaining about inaccurate results after auto merge. There was no patient involved in the event.